Manufacturer narrative:
Remains implanted.

Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The post-operative CT imaging obtained on (B)(6) 2014 shows the presence of a type ia endoleak, possibly a result of the aortic diameter at the intended landing zone being outside the treatment range for the ovation prime stent graft. As of the date of this report, there have been no additional patient sequelae reported. A re-intervention is scheduled for (B)(6) 2014 to treat the endoleak.